Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Sex/ gender: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/ replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/ replaced during the same procedure. (B)(4). Device evaluation: product evaluation was not performed because per the initial report the product is not being returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one complaint received from this production order, which is not related to the reported complaint issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient¿s right eye and then removed due to bent/ broken haptic. It was stated that there an incision enlargement was required. However, the patient has recovered. The suspect product was discarded. No other information was provided.